Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 56490 was returned and analyzed. Visual inspection showed the catheter was intact with no apparent issues. Smart chip verification showed that the catheter was used for five applications on date of event. The catheter was able to maintain two minutes of inflation. Pressure sensor readings during applications didn't show any increase that might suggest an outer vacuum leak path. In conclusion, the reported sudden blood pressure drop was a clinical event encountered during the procedure. The balloon catheter passed the returned product inspection as per specification. There is no indication that the catheter might have caused or is related to the clinical event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed four applications were performed with afapro28 balloon catheter with lot number 56490. The data files also showed a system notice 50032 was received indicating a compromised outer vacuum. The console's output data indicated a change in temperature on the third application. Additionally, the data files showed the following system notices: 50013 indicating a refrigerant level failure and 50001 indicating the vacuum is disabled due to a problem with the coaxial cable. In conclusion, the clinical issue of hypotension occurred during the procedure. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The physical product is still expected to be returned for analysis. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a sudden blood pressure drop. The patient was under general anesthesia and the case was aborted. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.